Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main legacy half height drawer 3.1 b6 pocket¿s lid was damaged. A field service engineer removed the pocket then reloaded the medications into drawer 2.1 a1 pocket. Then, reseated all pockets, checked all cables and slide bumpers and replaced any missing or damaged slide bumpers in main drawers 2.1, 2.2, and 5, as well as auxiliary drawers 3.2 and 6. Customer tested with no problems. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, lid would not close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.